Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. Please note that method code 4114 and result code 3221 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# 0219337472, implanted: (B)(6) 2020, product type lead; report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was ¿no response¿ when the implantable neurostimulator (ins) was turned on post-operatively. System interrogat ion was performed and found ¿all parameters out of range and no connection.¿ x-ray imaging was ordered; however, the results were not provided. An additional interrogation performed on (B)(6) 2020 ¿confirmed the system was not working.¿ a revision surgery was scheduled and performed on (B)(6) 2020 to investigate why the ins was not working. The ins pocket site was opened and the physician found the ins ¿was not connected to the lead at all¿ and ¿the setscrew could not be found.¿ the physician attempted to reconnect the lead with a screwdriver and screw from a spare accessories kit; however, this did not work. The ins was ultimately replaced as a result of the issue. Intra-operative testing performed with the replacement ins ¿demonstrated good connection with the existing lead.¿ the issue was resolved at the time of report. No further complications were reported or anticipated.